Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had down button not working and scree was harder to see. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump had issue with priming and motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify lost sensor alarm, motor error alarm, prime or fill anomaly, back light anomaly and keypad anomaly due to buttons not responding. Device received with cracked case display window corner. Motor passed motor test. (B)(4).